Event description:
It was reported that during a sigmoidectomy procedure, the note states the device misfired. The patient received a colostomy and it is unknown if the colostomy was planned before the procedure. The current status of the patient is unknown.

Manufacturer narrative:
(B)(4). Anvil_not returned. Additional information: the analysis results found that the device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The safety was engaged and disengaged without any difficulties while the indicator was within the green zone. The device was disassembled to verify the condition of the head components and no abnormalities were noted. It should be noted that to remove the device after a complete firing stroke, open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. A batch record review was performed and no anomalies were found during the manufacturing process.